Manufacturer narrative:
Pump received with intermittent button response on the act button due to moisture damage on keypad traces noted. Minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call that the insulin pump buttons are freezing up, getting stuck and the buttons are not responsive. Customer does not recall any significant events leading to the error. Customer's blood glucose was 130 mg/dl at the time of incident. Troubleshooting was done for button error. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and agreed to return the product for analysis.